Manufacturer narrative:
This initial emdr is being submitted to the FDA for a reportable event that occurred outside the USA. Injector malfunction is indicated as a potential malfunction related to the iol, as stated under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in brazil. Injector malfunction. Injector broke during lens progression. Problem code: a26 - insufficient device problem information

Manufacturer narrative:
This follow-up report #1 emdr is being submitted to FDA for a reportable event that occurred outside the USA. The report includes corrected and additional information not available/included in the initial report. Corrected information: h6 - updated codes for manufacturer's investigation: type; findings; and conclusion. Additional information: g6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for additional information. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The product was not returned and appearance check was not performed. Serial number is not available, trending per manufacturing batch cannot be performed. No further information / evidence available confirmed. We couldn't review of the manufacturing record of the product because the serial number wasn't available for investigation. We couldn't confirm the reported event. It is uncertain that this event was caused by our product quality.